Manufacturer narrative:
A review of the device labeling was completed. Iritis and uveitis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the surgeon was unable to implant one (1) of the two (2) stents due to intraoperative bleeding. The stent obstruction in the left eye was described as ¿complete¿ and did not required any medical or surgical intervention. Per the surgeon, recurrent anterior uveitis contributed to the reported cystoid macular edema which was managed with standard postoperative topical steroid/anti-inflammatory medication regimen. The postoperative inflammation was described as iritis which was treated with pred forte, ketorolac and eye drops. The patient prognosis was reported as ¿good, still on topical steroids¿ with ongoing iritis.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction, cystoid macular edema and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information available, the root cause of the reported event could not be conclusively determined. MFR# reference: (B)(4).

Event description:
As reported, the surgeon was unable to locate the stent in the angle following a trabecular micro bypass stent system procedure. The surgeon conferred with glaukos medical monitor (approximately one (1) postop) who reported that the patient developed inflammation with cystoid macular edema (cme) and the stent could not be located despite further examination (ubms, anterior & posterior segment exams and CT scan). Possible methods to locate the stent and treatment options were discussed depending on patient status and stent positioning. The surgeon conferred with glaukos medical monitor again who reported the following additional information. Reportedly, the stent was covered by the iris which obstructed visualization through gonio. Additional information has been requested.